Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was further reported that the first time the pocket was reopened, the lead was repositioned. Following system modification, the lead dislodged again. The pocket was reopened a second time and the lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged post-implant in the recovery room. The surgical site needed to be reopened and the ra lead was explanted and replaced. The patient is a participant in the evera_MRI continued access study clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.